Event description:
The port was placed 7/20/96 for chemotherapy. Two weeks later, during flushing with normal saline, the pt reported burning. The needle became dislodged. When the port was reaccessed, the nurse got a pink blood return.